Event description:
It was reported that there was no audible alarm on the dash 3000 pt monitor. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.